Manufacturer narrative:
Additional information: d9, g3, h3, h6. Customer complaint not verified. When unit is powered on, basic functions were checked and did not display any error codes. Additional functions will be verified at test. It a/d mean value failed with a value of 22798. The ax020392-lf assembly does not contain a d3 component at risk for drifting, therefore drift test is not required and was not performed. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/22/2025, it was reported by a sales representative via (B)(6) that an abs-10060r angel centrifuge is showing an "air in the system" alarm. This occurred during use in a case with no patient effect.